Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off without user input. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported "pump won't stay on", which was not reproduced. The reported symptom was confirmed through review of the event history log and evaluation found chaffing on the back flex. The rear case assembly was replaced. On dc power, the only time that a pump will turn itself on and off is when the pump is in the off state and short circuit state 6 is initiated. In this short circuit configuration, the set cannot be loaded as the pump turns off before the user load prompt appears on the pump display. There is no danger of the pump turning itself off while the pump is programmed for an infusion. The on/off condition does not occur when the pump is on ac only or ac/dc power. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-11052 can be removed from the FDA database.